Event description:
It was reported that during a da vinci s prostatectomy procedure the site experienced difficulty clutching the endoscopic camera manipulator (ecm) arm. The customer contacted an isi technical support representative (tse) at which time the system began to fault a system error code #23034 and upon restarting the system would not home. The patient was under anesthesia when the surgeon made the decision to abort the planned procedure. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The investigation conducted by field service engineering confirmed the occurrence of system error code #23034. Engineering concluded that system error codes #23034 was associated with the endoscopic camera manipulator (ecm) arm. The ecm is the camera arm located on the patient side cart, which provides the sterile interface for the 3d endoscope. The system was repaired by replacing the affected ecm. System error code # 23034 appears when the da vinci s safety systems recognizes a clutch switch on the ecm to be stuck or in a pressed state after a specified amount of time. Upon determining these conditions, the safety systems put da vinci s in a "nonrecoverable safe state". The system alarm (system generated fault code) functioned as designed and there was no injury to the patient. The ecm was returned to isi for evaluation. Engineering confirmed the customer reported problem and found the ecm faulted immediately upon instrument clutching. The link-4 switch assembly was replaced to address the issue. As of (B)(6) 2010, there have been no reported recurrences of the issue as this hospital.